Event description:
Customer reported the l-arm will not move at an angle. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a dowel pin. System operates as intended.